Event description:
This incident occurred in (B)(6) and additional details were received on 11/17/2010. The customer reported that a phlebotomist experienced difficulty retracting the needle of the device after blood samples were taken and received a needle stick injury. The details provided indicate that there was an investigation, and it was concluded that the phlebotomist did not use the correct technique even though the phlebotomist was fully trained and well experienced with the product. It was stated that the phlebotomy mgr is satisfied that this incident is a technique issue and that there was no fault with the product. The pt who was being drawn is known as being positive for (B)(6). Following the procedure of the facility, the phlebotomist was given a hepatitis c vaccine booster shot and blood samples were taken. No further medication was administered.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.